Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead was explanted with less than a year of use due to an infection. The patient underwent a surgical intervention to remove the system. No additional adverse patient effects were reported.